Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported problem of 'ec 345' was recorded in the event history log (ehl) review as 'system error 345' messages, and it was duplicated during evaluation by troubleshooting the device. System error 345 was found to be caused by an out of specification upstream thermistor calibration reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced system error 345 (thermistor disparity). There was no known patient injury or medical intervention associated with this event. No additional information is available.